Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill resistance was experienced. The same cartridge was successfully used to resume insulin delivery. Blood glucose was not impacted.